Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
The patient had the plate break in half at the cep compression ramp. It is unknown when or where this occurred.